Manufacturer narrative:
H6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the implant was working just fine and that the patient was due for a replacement. Rep noted the patient has met with their physician and are getting the appropriate imaging so they can proceed with the battery replacement. Rep noted that there are no issues and the patient just need a replacement. The issue was resolved and confirmed by the physician. MDR decision updated too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was during the call, caller mentioned they were in process of changing doctors, and patient was going to a new healthcare provider (hcp) on the first. Caller said they were meeting to take a look at the implant and talk about scheduling a replacement. Agent asked, caller clarified they were looking at getting implant replaced because implant was 7 years old and they met with a representative on july 12th and the representative did some testing on the implant and it looked like the implant was only partially performing. Agent documented information given during the call.